Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while prepping the cartridge for use it was observed to be leaking at the septum and side. Customer changed the cartridge. Customer's blood glucose was 126-127 mg/dl.